Event description:
It was reported there was no stimulation sensation and a loss of therapeutic effect. It was noted the patient was reinjured in an accident and after the accident the neurostimulator was giving the patient searing pain when it was on. It was logged the patient had to turn the stimulator off because she was not able to keep it on. It was then reported the neurostimulator had been off for a year at the time of report. It was noted there was an x-ray performed and diagnostics to check the leads and they didn't see anything. It was logged the battery was dead and it needed to be jump started. It was reported there was an appointment the day following report for the patient to see their doctor and they wanted to see if they turned on the neurostimulator, if it would still cause pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n318762, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).